Manufacturer narrative:
The insulin pump was received with blank display due to cracked case behind the pump at the battery compartment causing the battery tube to become loose and test battery cap not making contact to the battery tube. The battery tube assembly was push back in the right position, monitored and no blank display noted. The insulin pump was also received with minor scratched lcd window, cracked case near belt clip rails corners, cracked case (battery tube), cracked case, cracked battery tube threads, broken reservoir tube lip, missing retainer, missing reservoir tube o-ring and scratched around casing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that there was a crack in the body of the pump. The insulin pump was returned for analysis.